Event description:
Voluntary medwatch received states that the patient experienced syncope and had a fall. It was noted that the right ventricular (rv) lead exhibited high capture threshold and low pacing impedance in unipolar configuration. No changes or interventions were reported. The patient condition was not known.